Event description:
Patient had total hip arthroplasty performed. Post-surgical procedure, patient was complaining of hip pain. Additional surgical proceudre to alleviate pain accomplished by releasing tendon.